Event description:
It was reported that the patient experienced diaphragmatic stimulation. The lead exhibited high thresholds at 2.75v to 3v at 1ms. The insulation was breached where the suture sleeve rested. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.